Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Upon the sample return, the initially reported device model number was found to be incorrect and this report updates this information. A batch review was not possible in this instance as our business relationship with this supplier of the device has been terminated. The visual inspection confirmed the reported condition of contamination in the bag, determining it to be a corrugated fiber board particulate (cardboard) 0.75" long x 0.10" wide. Based on the size of the particulate, it would not have been introduced during the filling operation, and therefore was introduced in the supplier manufacturing process. The business relationship between baxter and the supplier of the device has been terminated; therefore no supplier corrective action is possible. However, controls exist to mitigate the occurrence of contamination, including incoming visual inspection. Should additional relevant information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.